Event description:
A customer reported that their device's battery charge unexpectedly dropped by 40% in a short time. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the device into a known working power source and follow specific steps if the charge continued to decrease, but the caller was unable to plug in the pump at the time of the call. The customer acknowledged these instructions but declined further follow-up.